Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had high blood glucose but not hospitalized. The customer's blood glucose level was 490 mg/dl. The customer was treated with insulin pump. The troubleshooting was performed and completed. The customer was advised that the insulin pump works fine. No further action required.